Manufacturer narrative:
A review of the complaint history for sn 14939831 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14939831 was performed from the date of manufacture, 20-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A technical support specialist assisted the customer in manually powering on the station by pressing the power button at the back. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer verified that the power cable was securely connected at both the device and the power outlet. Customer also confirmed that the power source was functioning properly, indicated that the issue was not related to external power availability. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.